Event description:
It was reported an undefined "critical error." No troubleshooting was available as pump and customer were not available. There was no reported adverse impact to the customer¿s blood glucose level. A callback message was left, reassuring assistance availability around the clock, including during major holidays.